Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash. Patient described a reaction to the metal part of the electrode belt. Patient advised there was a residue on the rear therapy electrodes that she typically cleans off. Electrode belt was replaced. Patient reported that a physician treated the irritation with cortisone cream. Follow up indicated that the cream is helping with the skin irritation.